Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pen is not giving the customer enough insulin with each dose. The customer stated that the pen used to deliver a straight and steady flow of insulin. Now the pen just dribbles out or sometimes not even delivering any insulin. Customer stated that their blood glucose has been very high. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.